Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, the capsular bag was torn. The surgeon felt there was a sharp edge on the iol. Additional info has been requested.